Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/27/2015 with the following findings: the pump was able to perform the prime steps without issue. No defects or call service alarms were duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a other (unusual issue) issue; the distributor states that the pump has a defective piston. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).